Event description:
Literature: chang ef, schrock le, starr pa, ostrem jl. Long-term benefit sustained after bilateral pallidal deep brain stimulation in pt's with refractory tardive dystonia. Stereotact funct neurosurg. 2010;88(5):304-310. Summary: the authors conducted a retrospective review of 5 consecutive pts who underwent stereotactic placement of bilateral pallidal dbs leads with single-channel generators fr severe refractory tardive dystonia (td) between 1999 and 2006. All pts had a history of mood disorder or schizophrenia previously treated with neuroleptic medication, with a mean duration of motor symptoms of 10.2 years. Persistent improvement in dystonia was seen at the last follow-up ranging from 2 to 8 years after surgery suggesting that pallidal dbs can be an effective therapy with long-term benefits for pts with td. No significant negative behavioral or mood changes were encountered. Reportable event: one pt (pt 3) experienced modest improvements which may be explained by a surgical complication. Review of postoperative imaging demonstrated a venous infarction occurring at the time of lead implantation. The venous infarction involved the cortical premotor and supplementary motor areas on postoperative imaging. It is possible that injury from the venous infarct resulted in loss of modulatory control from pallidal efferents to the cortical premotor and supplementary motor areas, and therefore, mitigated the effects of chronic stimulation. However, it was reported that this pt had stereotypic choreiform dyskinetic movements at baseline and demonstrated significant improvements in the dyskinesia symptoms.

Manufacturer narrative:
(B)(4). It was not possible to ascertain specific device info from the article or to match the events reported with previously reported events. At this time no additional info was available, additional info has been requested.